Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that the sensor glucose reading was 100 points apart from the blood glucose level. Current sensor reading was 61 mg/dl and her blood glucose was 159 mg/dl. She also reported that she has had a couple of times where the insulin pump has gone into threshold suspend at night because of low sensor readings but her blood glucose would not be low. Customer was advised about the proper insertion and calibration process. Customer was advised to turn the sensor feature off, back on and reconnect to old sensor.